Manufacturer narrative:
One sample model 20027e, lot 25075506 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was unable to be flushed. Visual inspection under the microscope showed signs of excess solvent at the inlet port of the filter. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most potential root cause that generates the occlusion in the tubing/filter engagement is a combination of an excess of solvent due to issues with the solvent dispenser and a double insertion of the tubing to the solvent dispenser due to production personnel did not following correctly the assembly sequence process. Quality alert was displayed on feb 06th, 2025, to communicate to the personnel involved in the assembly process of model 20027e regarding the condition reported in the complaint by the customer, the importance of following assembly instructions. A device history record review for material# 20027e and lot# 25075506 was performed. The search showed that a total of 13,203 units in 1 lot number was built on 18jul2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite extension set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the filter will not allow fluid to pass through it when trying flush with a saline syringe and cannot get it to flush.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 20027e and lot# 25075506 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jul2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.